Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-05257. The patient received two leads from the same lot number. It was reported the patient does not feel the stimulation unless pressure is applied on the ipg. The patient suffered a fall and a lead disconnection is suspected. Surgical intervention may be taken to address the issue.